Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was cracked around the reservoir area and the reservoir was unable to lock in place when inserted into pump. The blood glucose was 155 mg/dl at the time of the incident. Troubleshooting determined that, the device should be replaced. The customer advised to discontinue use of the pump and revert to backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.